Event description:
Paramedics responded to a person in cardiac arrest and down for a long time. The device was connected to the pt with ECG leads, diagnosed in pea and then connected with disposable pacing/defibrillation ECG electrodes for external pacing. According to the reporter, the device alarmed connect cable when medics attempted to initiate pacing. A backup device was called for and used with the same cables and electrodes but, according to the reporter, that device continued to alarm connect cable (see medwatch MFR report# 3015876-2005-00422). The therapy cable was replaced with the backup device's therapy cable but, according to the reporter, the device still alarmed connect cable. The pt was not resuscitated but the reporter said the pt was not viable and the alleged malfunction did not cause or contribute to the pt's death.

Manufacturer narrative:
Therapy cable and therapy connector. Medtronic observed a low voltage pin from the therapy cable broken off and stuck in the corresponding socket of the therapy connector.